Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and was still unable to duplicate the reported issue. Stryker replaced the battery pins in the device as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker downloaded the electronic records from the device and verified the reported power issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.